Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported that patient fell twice and then experienced an uncomfortable, painful, burning sensation at ipg site with stimulation on and when changing positions. An abbott representative attempted reprogramming to no avail. X-rays results were normal. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that the ipg was explanted, replaced and ipg pocket was revised. Effective therapy was restored.